Event description:
The customer reported via phone call that they received a low battery alert and then a blank display. It was also found the customer had an unusual alarm and a ringing noise prior to the blank display occurring. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 159 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display. The problem was isolated to the mother board. Unable to confirm other alarms due to the blank display. No audio/beep anomaly was noted. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.